Event description:
Material # 2204-0007, batch # unknown. It was reported by customer that during beginning of infusion alarm stated air in line, but when checked no air was visible in line. When tubing changed no alarm sounded. Verbatim: rcc received a complaint via email. Email(s) attached. During beginning of infusion alarm stated air in line, but when checked no air was visible in line. When tubing changed no alarm sounded. Model #: 2204-0007.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2204-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set had air in line the following information was received by the initial reporter with the following verbatim: verbatim: rcc received a complaint via email. Email(s) attached. During beginning of infusion alarm stated air in line, but when checked no air was visible in line. When tubing changed no alarm sounded.